Manufacturer narrative:
Additional information: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Hyphema is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 48325.

Event description:
The following was reported through a review of the abstract titled, "postoperative outcomes of trabeculotomy versus cataract surgery combined with trabecular micro-bypass stent implantation at our institution". Per report, following trabecular microbypass stent system procedures in a total of fifteen (15) operative eyes, hyphema was observed. Any omitted information was not available at the time of report. Reference the attached abstract for further details.